Event description:
End user called back to advise that the last time that the arm broke now the metal is showing and leaving marks on her arm. Consumer states the arm is barely hanging on and she has the metal part taped to prevent any cuts.